Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy neck anastomosis surgical procedure, the air insufflation port broke off while the insufflation tubing was in use. The user continued with the procedure as planned. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.